Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. The review indicates the reported unknown endoleak is confirmed. The cause appears to be related to the complex nature of the patient's aortic-bi-femoral disease, poor health status and medical history. No device issue was identified in this investigation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 14 months post-implant of a bifurcated device, a suprarenal, 2 infrarenal aortic extensions, and bilateral limb extensions, a 1-year follow up computed tomography (CT) scan showed a suspected endoleak. Reportedly, at the time the initial procedure was performed, upon completion of the case, a CT scan appeared to show a very small leak through out of the aneurysm sac; however, the physician was not certain if it was possibly a leak coming from a lumbar artery, or where the origin was, and elected to conclude the procedure and monitor the patient. During routine follow up visits it was identified that the aneurysm sac had continued to grow, and measured at the 1-year follow up, approximately 7.4mm. Repeat CT scan appeared to show some form of endoleak, but the physician was still uncertain if it was coming from a lumbar artery or if it was coming from the limbs. The physician elected to bring the patient back and intra-operative CT scan did not show any endoleak. The physician indicated that due to the patient's renal insufficiency condition, the best course of action was to implant an additional bifurcated device within the already implanted bifurcated, prophylactically. Final arteriogram showed no endoleak and the procedure was concluded. The patient was reported to be doing well. Additional information: patient has a history of chf, renal insufficiency, and was on coumadin prior to the secondary procedure. During the initial procedure a bes palmaz stent was implanted in the renals. The physician's plan upon secondary intervention is not to resume coumadin.